Manufacturer narrative:
The insulin pump had intermittent button response due to light moisture damage to the keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a missing end cap sticker, a broken reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and no delivery. The buttons on the insulin pump were unresponsive. The boluses were not being delivered. Customer's blood glucose level was 142 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.